Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the insulin pump battery lasts less than 1 day and received a replace battery alarm. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed, and the customer reported that the issue was not resolved. The customer also reported that no damage to the battery cap. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1886 was requested, and the customer's response was that the device will be returned.

Manufacturer narrative:
Inserted a test sc1-cap into the retainer ring, and it locked in place properly. The retainer ring is solidly attached to the reservoir tube lip. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Did not note any cracks in the battery tube or in the battery threads. The pump was received without a battery cap. The pump passed the self test; it failed the sleep current measurement and active current measurement test. No unexpected ¿low battery¿, ¿replace battery¿, "insert battery", ¿battery failed¿, or "power loss" errors were noted during testing. Thump software was utilized and uploaded trace/history files for the most part successfully but with some parsing errors in the pump history file. The batt tool lists the following low battery/battery insertion cycles in reverse chronological order: battery cycle 12.0 received the lowbatteryalert (104) on (B)(6) 2025 15:21:00 faster than expected at 1.17 days; battery cycle 8.0 received the lowbatteryalert (104) on (B)(6) 2025 16:26:00 faster than expected at 1.11 days; battery cycle 6.0 received the lowbatteryalert (104) on (B)(6) 2025 11:22:00 faster than expected at 1.13 days. Each cycle is less than 7 days indicating that the pump fails the battery life test. The case was cut open. Did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump. After inserting a known good pcba2 and a known good pcba1 into the original case, the current measurements fell within specs. After swapping the original pcba2 onto a known good pcba1 and then into the original case, the current measurements fell within specifications again, but after inserting a known good pcba2 onto the original pcba1 and then into the original case, the current measurements read high. In summary, the customer¿s report of short battery life was confirmed during testing. According to the battery duration failure analysis instructions, the customer did experience an unexpected power loss of less than 7 days per the pump history records. The high current measurements was due to pcba1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.